Manufacturer narrative:
(B)(4). Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and occlusion test, no prime/seating anomaly noted during testing. Pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Unit then was programmed and monitored basal profiles; all basal profiles delivered properly. No bolus anomaly noted. Unit received with scratched case, cracked retainer and minor scratched display window.

Event description:
It was reported by the customer's parent that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 45 mg/dl at the time of the incident. The caller states that the pump gave an automatic bolus of 12.8 units when the customer was asleep. A camp counselor heard the sensor beeping that the customer was going low, and caught the pump after 4.5 units had been delivered. The customer was given juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not available at the time of the call. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.